Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to previously filed report, additional information was received: initial suture placement was performed via a 7f. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional three devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the very calcified right common femoral artery was achieved with the first proglide device using the pre-close technique prior to an interventional procedure with impella support. Reportedly, when pulling back the needles of the second proglide device, there was no suture/link connection. A third proglide device successfully preplaced another suture. The sheath was upsized to 13f and the interventional procedure was completed. While pulling the first preplaced suture with little force, the suture broke under the skin. It is possible the incision to widen the arteriotomy prior to the procedure, may have cause the suture break. A fourth proglide was deployed. The second preplaced suture (from the third device) was pulled with adequate force and the knot advanced. However, before using the suture trimmer, the suture broke about 5 cm above skin level. The knot of the suture from the fourth proglide was seen slightly below skin level. After attempting to advance the knot coaxial over-the-wire with the suture trimmer, the knot could not be advanced. The knot of the second preplaced suture (third device) was tightened successfully despite the break. The fourth proglide suture was cut at skin level. Hemostasis was partially achieved. Hemostasis was ultimately achieved with a femostop. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.